Manufacturer narrative:
The insulin pump was received with a blank display due to faulty x2 on the interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify weak battery alarm, blinking screen anomaly due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a weak battery alert and battery longevity was short. Customer's blood glucose was 211 mg/dl. Customer reported of waking up to a blank display screen. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.